Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the right ventricular lead sustained rib clavicular crush damage. The lead was explanted and replaced successfully. The patient was stable.